Event description:
Revision surgery - the pt had an infection. The surgeon removed the 40mm femoral head and +7.0 offset sleeve and replaced them with another 40mm femoral head and a +10.5mm offset sleeve.